Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding a fracture of the tibial bone involving a mrh baseplate component was reported. The event was confirmed. Medical records received and evaluation: medical review indicated; the fracture is a spiral type fracture which typically occurs by a torsional trauma to the leg. A traumatic fall or forced movement of a patient is not a normal condition but a patient-related adverse event causing overload in the bone surrounding the device and this represents the root cause of failure in this pi case. There is no evidence for any device-related malfunction in the current information neither would this be plausible given the suspected trauma as initiating event. There is no information on possible patient-related factors such as excessive weight or osteoporosis. Root cause of this pi case is a patient-related factor to cause overload with possibly a minor secondary contribution of procedure-related factors that cannot be further evaluated due to lack of proper x-ray images. As such this pi case is not device-related. Device history review: there have been no reported relevant discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: medical review indicates the fracture is a spiral type fracture which typically occurs by a torsional trauma to the leg however the exact cause of the event could not be determined because further information such as additional x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause. It must also be noted that it would appear that no stem was used in conjunction with the implanted baseplate and that this is considered off-label use.

Event description:
It was reported patient had revision of right knee due to fracture of tibia. Doctor removed mrh tibial base plate.

Event description:
It was reported patient had revision of right knee due to fracture of tibia. Doctor removed mrh tibial base plate.